Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that force was used to remove the device when resistance was met. It should be noted that the xience xpedition instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components.

Event description:
It was reported that the procedure was to treat a lesion in the 2.0 mm mid left anterior descending artery with mild tortuosity and no calcification. It was noted that this was a challenging case with difficult anatomy. Pre-dilatation was performed and the 2.25 x 28 mm xience xpedition stent delivery system (sds) was advanced. Resistance was noted with the anatomy and multiple attempts were made to reposition the guiding catheter reach the target lesion. It was noted that the sds needed to traverse angulations in the proximal lad and needed to enter into a second bend in the mid lad with a straight section in between. The stent was deployed successfully at 12 atmospheres (atm) for 30 seconds, and appeared to be well expanded. There was some straightening of the vessel during deployment. The stent was evaluated and the vessel appeared to return to its earlier configuration. The balloon was confirmed to be fully deflated under negative pressure. During removal, resistance was noted with the deployed stent and force was used to remove the sds. The physician commented that he did not have good guide catheter support and was using a floppy guide wire. As this was a challenging case, the resistance was acceptable. The physician also commented that he has experienced this issue with xience v previously. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Xience xpedition is currently not commercially available in the us. The product code listed is based on the predicate device (xience prime) and is therefore similar to a device sold in the us. Add'l devices: guide wire: choice floppy; guide cath: medtronic sl4.0; sheath: 6.5 f cordis. Device code (B)(4): excessive force. The stent remains in the patient. A follow-up will be submitted with all relevant information.